Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous defibrillation lead exhibited a pacing impedance of 2470 ohms upon device turn off for a patient surgery. The following morning, the patient had two episodes of noise on the rate/sense channel, with pacing inhibition. The pacing impedance had decreased to 440 ohms; pacing threshold had been 3 volts but was now less than 1 volt. A guidant technical services consultant discussed a potential intermittent loose setscrew or insulation breach.